Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. Fiber disturbance was noted to the balloon and loose fibers were identified 4.2cm from the distal tip. The location of the fiber disturbance was examined under magnification (10x). No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 4.3cm from the distal tip. The balloon fibers were then stripped and a pinhole rupture was observed 4.3cm from the distal tip. The pinhole rupture was examined under magnification (10x). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were loose at the location of the rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest 40 pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an av stenosis the pta balloon allegedly ruptured at 30 atm. It was further reported that another balloon was used to complete the procedure. There was no report of patient injury.